Event description:
I activated a new omnipod pump, and the cannula was inserted correctly. I bolused insulin for breakfast. After eating and for several hours later, with multiple occasions of insulin delivered via the omnipod, my blood glucose levels would not stop rising and were dangerously high. I took off the omnipod pump and did not see any pocket of insulin where the cannula was which would be expected for the amount of insulin it should have delivered. I took syringe shots of insulin (using the same insulin from the pump) and my blood glucose levels finally began to steady and then go down over 4 hours. This was a very long process as I felt very sick from high blood glucose levels and the time it took for them to go back down. The uncertainty of the required dosage of insulin to take due to the omnipod's failure to deliver insulin over hours caused a dangerous low blood glucose 2 hours after syringe injected shots.